Manufacturer narrative:
H.6. Investigation: the customer issued a complaint for a detached syringe detected by end user. Neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact, not broken. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. H3 other text : see h.10.

Event description:
It was reported that the ultrasafe plus x100l png clear experienced product damage/breakage which was noted prior to use. The following information was provided by the initial reporter: the device was not administered since the patient realized that the needle was detached from the body of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe plus x100l png clear experienced product damage/breakage which was noted prior to use. The following information was provided by the initial reporter: the device was not administered since the patient realized that the needle was detached from the body of the syringe.